Manufacturer narrative:
(B)(4). The customer returned an unraveled guide wire, an undamaged complete spring-wire guide assembly, a 3-lumen catheter, and a dilator for evaluation. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked and bent in several places. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. Necking could be observed at both fracture points, indicating excessive force may have been used. Both welds were present and appeared full and spherical. The catheter and dilator were not evaluated as they are not packaged in the ca-25703-a kit. The undamaged spring-wire guide assembly was treated as a representative sample. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The returned undamaged spring wire guide passed through the dilator and catheter without issue. A manual tug test confirmed that the distal weld was intact. A device history record (DHR) review was performed using a lot number obtained from the sales history of the customer. No relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU warns against using excessive force in placing or removing the catheter or guidewire as excessive force can cause component damage or breakage. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the introducer needle is too flexible and bends before completion of the procedure. The customer determined that the guide wire was bent.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the introducer needle is too flexible and bends before completion of the procedure. The customer determined that the guide wire was bent.